Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011:the patient underwent repair of a ventral hernia. A bard/davol ventrio mesh was implanted in patient during this repair. On (B)(6) 2013: the patient underwent surgery to remove adhesions from the small bowel and explant of old mesh. During the surgery, the doctor had to take great care to separate the bowel and other hernia contents from the mesh. The patient continues to experience complications related to the ventrio mesh patch. The ventrio bard mesh implanted in plaintiff failed to reasonably perform as intended. The bard/davol ventrio mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventrio bard mesh was initially implanted to treat. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective ventrio mesh.

Manufacturer narrative:
This is an addendum to the initial emdr to make a correction to device manufacture date. This correction does not change the initial determination, no conclusion can be made. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio mesh may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery"to remove adhesions from the small bowel and explant of old mesh". Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011:the patient underwent repair of a ventral hernia. A bard/davol ventrio mesh was implanted in patient during this repair. On (B)(6) 2013: the patient underwent surgery to remove adhesions from the small bowel and explant of old mesh. During the surgery, the doctor had to take great care to separate the bowel and other hernia contents from the mesh. The patient continues to experience complications related to the ventrio mesh patch. The ventrio bard mesh implanted in plaintiff failed to reasonably perform as intended. The bard/davol ventrio mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventrio bard mesh was initially implanted to treat. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective ventrio mesh.